Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the lens was torn during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. The patient's current prognosis is excellent.

Manufacturer narrative:
.